Manufacturer narrative:
Correction: this report is to retract 2017865-2021-37267, submitted on 19 nov 2021. Upon review, the implantable cardioverter defibrillator (ICD) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The device was reported to be at its elective replacement indicator (eri).

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) had malfunction. The ICD was explanted and replaced. Further information requested but not yet received.